Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Functionally, the instrument was loaded with a loading unit. The instrument and loading unit were applied to test media. All staples were placed and the test media was cleanly transected. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the handle stopped working and jammed. The device locked on tissue and was removed with the help of a hook. There was no patient injury.

Manufacturer narrative:
Tracking number: (B)(4). Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Event description:
According to the reporter, the stapler handle stopped working during the procedure and jammed. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.